Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush part that oscillates became detached [device breakage], no adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the part that oscillates on the oral-b brushhead, version unk, became detached. He stated the product is not that old, and the indicator is just past half way down. No symptoms developed.